Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump had been replaced.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2012, product type catheter. (B)(4). Final analysis of the pump found corrosion, wear, and lubrication throughout the gear-train.